Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the left anterior descending artery. A synergy¿ drug-eluting stent was advanced for treatment; however the stent came off the balloon. The stent along with the balloon and guidewire was completely removed from patient's body altogether, no snaring devices involved. The procedure was completed with a promus premier drug-eluting stent. No patient complications were reported and the patient's status was okay.